Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The customer was informed on what causes cine to be overwritten. The system is operating as intended.

Event description:
The customer reported that the 9900 system would not save cine runs. No patient injury was reported.